Event description:
Information received by medtronic indicated that the insulin pump had crack and dent. Customer stated that the insulin pump was dropped and the damage occurred by normal wear and tear. Customer stated that the damage occurred at the back and bottom of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged crack on back of case found on 20 october, 2021. The insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. The insulin pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, and minor scratches on liquid crystal display window. In summary, customers alleged crack on back of pump was confirmed by visual inspection where a cracked battery tube was noted. Additionally, a blank display due to misaligned battery tube was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.